Event description:
It was reported that the patient expired. The cause of death was initially reported as possibly due to infection around pump. As the reporter understood the situation, the death was at least in part attributed to infection around the pump but not a device malfunction. The pump and catheter were explanted post-mortem and checked for infection. Drug was removed from the pump and sent for testing. It was later reported that the health care provider did not believe that the cause of death was device related. They took the pump out and did a culture and it was negative. The patient was in the hospital for bacterial meningitis, but when they did the pump culture that was not found in the pump. They have not gotten any reports on the cause of death; the cause of death remained unknown.

Manufacturer narrative:
Catheter model #8709, lot # n269381009, implanted (B)(6) 2010, explanted: unk, catheter model # 8709, lot # n075694016, implanted (B)(6) 2006, explanted unk.